Event description:
The customer reported false positive result with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was not performed. Pcr confirmation testing on a nasopharyngeal swab using viral transport media ( delta lab) through cobas liat performed on (B)(6) 2021 generated negative result. The customer stated the patient was not symptomatic. The test was performed due to travel requirement. Additionally, the customer confirmed there was a delay in travel due to false positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1026050 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1026050 test base part number 190-430/ lot: 1026050. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1026050 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is sample interference or cross contamination.